Event description:
Date of event is unknown. In late 2008, boston scientific corporation was informed that a resolution clip device was used for grasping and extracting a foreign body from the superior vena cava. During grasping, the resolution clip was deployed and disconnected from the device inside the lumen of the superior vena cava. The clip migrated to the branch of the right pulmonary artery where it was lodged. The position of the foreign body is seen on the patient's chest x-ray. At this stage, the foreign body is asymptomatic but it has the potential for developing lung complications in the future. The resolution clip device was used in this case as the physician felt it resembled forceps.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.